Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. It was suspected that their was a set screw issue with the implantable pulse generator (ipg). The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.